Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during manual prime. Customer's blood glucose at time of incident was unknown. The alarm was explained to the customer and told to remove set from the pump. Customer was advised to change reservoir and again no delivery alarm during manual prime. The customer was advised that we are sending replacement.